Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient's right ventricular (rv) lead had dislodged into the right atrium (ra). The patient was in atrial fibrillation (af) and as a result of the dislodgement, the rv lead sensed the fibrillatory waves, which resulted in an inappropriate therapy being delivered to the patient. A revision procedure was conducted at which time the physician noticed the rv lead was not sutured properly to the anchor sleeve and the lead was able to move freely. The physician thought this may have been a result of the lead dislodgement. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Returned product analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted there were no sutures present on the anchor sleeve. If information is provided in the future, a supplemental report will be issued.